Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that there was discomfort at the pocket site. The cause of the discomfort was not determined. It was unknown when this started to occur. There was a physician assessment and the patient desired for a pocket revision, which was performed. The battery was moved slightly down and more lateral. The issue was resolved at the time of this report. The patient continued to get excellent stimulation coverage and all impedances were within normal range.